Event description:
It was later reported that the patient was still having concerns with her device or therapy, but was working with her doctor or manufacturer representative.

Event description:
It was reported that the patient experienced an altered mental status, pain, increased spasticity, less than 50% therapy relief, and flu-like symptoms, specified as nausea. On the date of this report, the patient¿s pump malfunctioned and dispersed so much medication that the patient nearly died. The patient couldn¿t move her arms or legs. She could hardly talk and it was difficult for the ambulance staff to understand her. The patient¿s blood pressure was 200/110. The patient coded while she was in the ambulance. The patient was evaluated in the emergency room (ER). A cerebral vascular accident (cva) was to be ruled out and, to the reporter¿s knowledge, an MRI was negative for a cva. The way it was discovered that the pump was reportedly ¿shut off¿ was when an hour and a half MRI was done. When the patient got out of the MRI, she could immediately talk and move her arms and her vital signs returned to no rmal. The patient was admitted to the intensive care unit (ICU). The physician ordered the pump rate to be decreased while the patient was in the ER and again on the date of this report. X-rays were performed. Diagnostics were planned for (B)(6) 2014 to figure out what might have been wrong with the patient¿s system. Rotor and dye studies were done and no issues with the pump or catheter were identified. No issues were seen in pump logs showing motor stalls. The baclofen concentration and rate were decreased, as well as the rate. There appeared to be no issue with programming or the drug, so the reporter was unsure if the symptoms were related to the pump. As of (B)(6) 2014, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver compounded baclofen 2000mcg/ml at 96mcg/day and hydromorphone 3.5mg/ml at 0.1680mg/day. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the line had kinked, she had withdrawals, and it shot too much medication in, she could not move her arms/legs and her blood pressure was 200, and she had to go with an ambulance. There were no further complications reported at this time.

Manufacturer narrative:
Additional information received on 2018-jun-14 allowed determination that the allegation of catheter kink and withdrawal by the consumer to be referring to a separately reported event (see report # 3004209178-2013-01169). (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it shot too much medication in, she could not move her arms/legs and her blood pressure was 200, and she had to go with an ambulance. There were no further complications reported at this time. Additional information was received from a healthcare provider (hcp). It was reported that on (B)(6) 2014, the patient was admitted for altered mental status, urinary tract infection (uti), and baclofen pump overdose. Changes in neurological status included weakness, dysarthria, nausea, and confusion. Acute stroke evaluation was negative. The patient never coded. Daily baclofen dose of 160mcg was decreased to 96mcg per day. It was noted she had been on the same dose for a year without difficulty. On (B)(6) 2014, the patient was seen by the hcp and she requested to have her pump explanted. He decreased her base rate dose (12mcg/day) but "she developed increased." On (B)(6) 2014, the patient was seen and the base rate baclofen was increased to 96mcg/day. On (B)(6) 2014, the patient presented for rotary study pump program to establish that the pump was connected and probably functioned. The patient had decided not to do an explant after she reported a lot of pain and spasticity. New pump medications of a lower concentration to facilitate titration to lower dose was placed in the pump and daily dose of baclofen was changed to 106mcg/day per patient request. During the study, no significant kinking or leaking was noted. Fluoroscopy pictures were obtained and reviewed by a manufacturer representative , who said they "looked good." There was no motor stall. The pump was interrogated with a programmer. This showed there to be 19.7ml left in the pump reservoir. 8.25ml of clear fluid was removed. The pump was filled with hydromorphone (1.8mg/ml) and baclofen (1000mcg/ml). The daily rate of hydromorphone was reprogrammed to deliver 0.1908mg, baclofen 110.0mcg/day. The low reservoir alarm date was (B)(6) 2015. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a saol. On 13-jun-2018, additional information was received from a physician. The patient's race was identified as american indian. From (B)(6) 2014 through (B)(6) 2014, the patient was hospitalized for altered mental status, urinary tract infection (uti) and baclofen pump overdose. The patient reported a changes in her neurological status which included weakness, dysarthria, nausea, and confusion. An acute stroke evaluation was negative. Her condition improved when she returned from magnetic resonance imaging (MRI) and temporary discontinuation of the baclofen pump (the pump temporarily stopped functioning during the MRI and then resumed after the MRI was completed as normal). The patient's compounded baclofen dose was decreased from 160 g/day to 96 g/day. It was further noted that she had been on the same dose for a year without difficulty. On (B)(6) 2014, the patient was being treated with compounded baclofen 2000 g/ml at 96 g/day and hydromorphone 3.5 mg/ml at 0.1680 mg/day. On (B)(6) 2014, the patient was seen in the office by her physician and had requested to have her intrathecal pump explanted. The physician decreased her compounded baclofen base rate dose but she developed "increased" (end of incomplete sentence in patient's medical record). On (B)(6) 2014, the dose was decreased by 87% to a minimum rate with compounded baclofen 2000 g/ml at 12.2 g/day and hydromorphone 3.5 mg/ml at 0.0213 mg/day. On (B)(6) 2014, the patient was seen back in the office and her base rate of compounded baclofen was increased to 96 g/day. On (B)(6) 2014, per a physician procedure note, the patient had a rotary study pumpogram to establish that the pump was connected and probably functioned. It was noted that the patient was 54-years-old at that time and was on low-dose intrathecal baclofen and very low dose hydromorphone. She was on stable doses for many months, greater than a year. The dose of baclofen was at 160 g/day and hydromorphone was at 0.28 mg/day for 1 year. Despite the long-term stability, she had recent cognitive changes and went to ER and she and her doctors felt that she had baclofen overdose or sensitivity and her compounded baclofen dose was decreased from 160 g/day to 96 g/day(presumed to be in reference to previously noted (B)(6) 2014 hospitalization). She wanted an explant and the dose was changed to 12 g/day. After that she reported a lot of pain and spasticity and decided not to do an explant(presumed to be further clarification of the previous (B)(6)2014 chart note that included incomplete sentence). New intrathecal pump medications of a lower concentration to facilitate titration to lower dose was placed in the pump and daily dose of baclofen was changed to 106 g per day per the patient request prior to the procedure. On (B)(6) 2016, the patient was being treated with compounded baclofen 1000 g/ml at 120.1 g/day (tmdd 152.6 g/day) and hydromorphone 2.0 mg/ml at 0.2403 mg/day (tmdd 0.3052 mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.